Event description:
It was reported that the external pulse generator (epg) transmitted stimulation intermittently. It was also noted that the epg's intravenous (IV) pole hanger was torn. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) transmitted stimulation intermittently and intravenous (IV) pole hanger was torn. It was determined at analysis that the epg failed the incoming test and ventricular pace pulse noise test. It was noted that the epg failed the test again on debug mode. Replaced main board and liquid crystal display(lcd) to resolve the issue. The epg then passed all final functional tests with no visual or electrical anomalies and conform to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: update: further analysis of the external pulse generator (epg) was performed. On visual inspection the d72, l14 and l15 on the main board were found to be damaged. The liquid crystal display (lcd) was assembled into a golden unit and functional tests ran on tester and passed all tests. The main board was assembled into a golden unit. Upon functional test ran on tester the device failed all tests related to atrial channel. The d72, l14 and l15 on the main board were found to be defective and were replaced. After replacing, the functional tests ran on tester and the device failed ventricular output noise test. When measured the pace pulse noise using o-scope it was well with the specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.